Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm along with a descending beat rate while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed alarm codes which confirm the customer-reported issue. Visual inspection did not reveal any abnormalities. During investigation testing, the driver made an unusual noise and was found to be operating on the secondary motor. The primary motor was removed and inspection determined the motor was binding up and the cam follower was no longer rotating when the motor was manually turned. The root cause of the customer-reported fault alarm was determined to be a malfunction of the driver's primary motor leading to the secondary motor operation and annunciated alarm as designed. Syncarida has a corrective and preventive action (CAPA-2022-0027: corporate-freedom driver primary motor and piston cylinder assembly failure) for this issue. Syncardia has completed its investigation and is closing this file. Ce (B)(4), follow-up report 1.